Event description:
Report received of an over-delivery of an unspecified solution. It was reported that the pump was received in the facilities biomedical engineering department with an unsigned note which indicated that at 12:30am the pump was set to deliver 1000cc of solution at a rate of 75cc/hr. The infusion reportedly completed at 5:30am, instead of the expected completion time of approximately 1:30pm. No audible alarms were reported. There was no reported adverse patient event. Though requested, no further information was available.